Event description:
It was reported that this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 3000 ohms. The health care professional (hcp) had been aware of the lv impedance measurements. There were no stored episodes of noise. The hcp would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).